Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on an unknown date and was revised "recently" due to metallosis and corrosion.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause of this specific event is a known not-product related post-operative risk. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).